Event description:
It was reported that (1) device was used during a laproscopic appendectomy. It was reported by the affiliate that the surgeon could not fire the tsb35 instrument. The white lever would not fully engage. Then the anvil had became dislodged from the closure tube. The surgeon realigned the anvil and the instrument was fired without further difficulties. The operating room time was extended 2-3 minutes. The device was discarded.